Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Currently, the abdominal aortic aneurysm is 82.1 mm in diameter. There is a vessel dissection in the mid to distal rcia and also the reia. The patient had severely tortuous iliac arteries. It was reported that during a routine follow-up, it was discovered the bifurcated stent graft had migrated 4.5 cm distally with a proximal type I endoleak present. The physician decided to treat the patient with aortic cuffs from another manufacturer and an endurant aortic cuff, successfully resolving the stent graft migration and proximal type I endoleak. Due to the tortuous iliacs, the physician wanted to extend to the hypogastric artery and relined the iliac limbs with an endurant iliac limb (left) and an endurant aortic cuff (right). No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration, endoleak); patient's condition affected effectiveness of device (disease progression, severely tortuous iliac arteries) evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (disease progression, severely tortuous iliac arteries).